Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending (lad) coronary artery with moderate tortuosity and moderate calcification. The 4.8x19 mm graftmaster covered stent was advanced, but could not cross the lesion due to the anatomy. There was no adverse patient sequela and no clinically significant delay in the procedure. An unspecified device was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to initial report being filed return device analysis found the hypotube of the graftmaster was separated and the proximal separated portion, including the hub was not returned.